Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. The patient's cause of death was determined to be sepsis, due to a chronic pseudomonas driveline exit site infection. The patient was home on IV cefepime which has been continued pending sensitivities. The patient reported to have had a revision done on (B)(6) 2019 with ongoing infection. Continuing IV antibiotics. Palliative care following the patient¿s infection has become more and more resistant to antibiotic therapy. No autopsy was performed, and the device was not explanted therefore will not be returned for evaluation. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Death and infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.